Manufacturer narrative:
Pending evaluation

Event description:
As reported, when the surgeon was using the depth gauge at the time of surgery, he noticed that some of the color-coded scale marks of the gauge was missing in the surgical field. 3 scale marks of the depth gauge, black, white, and green, were peeled away from the gauge, but only green was found. Because some of the color-coded marks of the gauge made of epoxy resin was peeled away in the surgical field, the surgeon tried to find all of them, but he couldnt do it. The surgery was finally finished leaving some of them in the surgical field.

Manufacturer narrative:
Section h10: (h3) based on historical complaint data and the complaint devices, the cosmetic issue reported was likely the result of paint fading during years of normal processing/handling, which led to the epoxy paint chipping off.